Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2011-09417. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2009. It has been reported the pt cannot feel stimulation on any of his programs. The pt also reported experiencing a shocking sensation while bending and sitting. The pt has not reported any falls or trauma. The pt is in the military and is currently stationed in the (B)(6). The pt is working with a local physician to determine the next course of action.